Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). It was reported that their stimulation turns off by itself randomly, requiring them to manually turn it back on each time. The patient noted that this issue began before may 7th and has caused intermittent stimulation dropouts throughout the month of may; stated it happened again on the 12th, 15th, yesterday and today. The patient is currently using program c, which was recently reprogrammed by their manufacturer representative (rep). The agent advised the patient to contact their healthcare provider (hcp) and connect with a rep to discuss possible reprogramming and/or interrogation of the ins. Patient mentioned the reps they met with on may 7th saw stim turn off on its own as well.